Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 05-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2018 regarding a patient receiving compounded baclofen (500.0mcg/ml at 220.06mcg/day), bupivacaine (20.0mg/ml at 8.802mg/day), and dilaudid (5.0mg/ml at 2.2006mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low back pain. It was reported that during a pump refill on (B)(6) 2018, a reservoir volume discrepancy was noted. The interrogated reservoir volume (irv) was 4.7ml and the actual reservoir volume (arv) was 8ml. No action was taken regarding the volume discrepancy and no further action was planned. The intrathecal (it) continuous rate was decreased secondary to lower extremity numbness due to possible side effects of medications or possible inflammatory mass (im). New radicular pain was also reported. Magnetic resonance imaging (MRI) was ordered. On (B)(6) 2018, the patient reported unspecified it opioid withdrawal symptoms following the decrease. No interventions were taken regarding the withdrawal symptoms. On (B)(6) 2018 the patient reported continued numbness and burning pain. The withdrawal symptoms resolved without sequelae on (B)(6) 2018, and the lower extremity numbness and radicular pain or possible im were ongoing. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. The event was r elated to the it medications. No further complications were reported or anticipated. Additional information was provided from an hcp via a clinical study on (B)(6) 2018. When asked whether the im was confirmed, it was indicated that it was not confirmed nor ruled out at the most recent visit on (B)(6) 2018, and that was the only visit since the onset of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study on 2019-jan-25. It was reported that an MRI without contrast was performed on (B)(6) 2018 and no signs of im were observed. It was also reported that an MRI with contrast was performed on (B)(6) 2018 and no signs of im were observed. The outcome was reported as resolved without sequelae as of (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the cause of the volume discrepancy was not determined. No further complications were reported.